Manufacturer narrative:
Philips service shared parts information with the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the ippc power supply failed on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.